Event description:
Customer reported a cartridge alarm 20 with their insulin pump. There was no adverse impact on the customer¿s blood glucose level. The customer reverted to multiple daily injections as a backup therapy to ensure insulin delivery was not interrupted.